Event description:
The physician placed the reperfusion catheter 032 without any problems. The physician experienced resistance when moving the 032 separator in and out of the reperfusion catheter 032. After 5 or 6 passes with the separator 032, the physician felt a break in the separator 032. The penumbra system, including the entire separator 032, was removed without further incident with no complications for the pt.

Manufacturer narrative:
Device history record review performed. Incident # 0067. (Ng reperfusion catheter 032). Lot# f12068 (same as l12068). Qty 1. A review of the device history record (DHR) was completed on (lot # l11984). The lot was manufactured under revision up to the coating process (per mqi) per eco. Inspections per revision .03 post hubbing were completed at 100% level and all products meeting specifications was sent for coating and any product that did not meet specifications were rejected. Eco (to revision) allowed for a change to the label part number and format updates. The eco change did not affect the material or process. The inspection post coating was completed on revision .04. Inspection was performed at the 100% level. During the inspection, 100% hub air leak testing was performed per deviation authorization. The da allowed for testing for leak to prevent ipa contact with hydrophilic coating. In addition, destructive testing was completed. Commercial batch release testing was demonstrated per enp. Lot l12068 was used to demonstrate destructive test release and all destructive test results were successfully demonstrated per enr. Consequently, da was used to avoid duplication of destructive testing. Deviations do not affect the lot. All processes including labeling and packaging were successfully completed. A nonconformance report was issued for the lot due to incomplete manufacturing training record for mqi, mandrel removal. Since all products are 100% inspected for features associated with the process by quality control, the nonconformance did not impact products released. All products released per lot l12068 met manufacturing and inspection criteria. The lot was released for both clinical and commercial. The manufacturing process and inspection criteria met all criterial for commercial release (alpha release).